Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt quality control results were obtained from two different vitros phyt slide lots on a vitros 5600 integrated system. The most likely root cause of this event is analyzer related. Phyt precision tests, using two different slide lots, were outside of ocd guidelines. Ocd field service performed service actions to multiple subsystems of the 5600 analyzer. Following these service actions, acceptable within-run precision test results were obtained indicating that service actions have resolved this issue. The investigation found no evidence the vitros phyt reagent malfunctioned.

Event description:
A customer observed higher and lower than expected vitros phyt quality control results obtained from two different vitros phyt slide lots on a vitros 5600 integrated system. Vitros phyt lot 2613-0150-6311 and vitros tdm iii b2957: 19.54, 21.12, 32.83, 30.46 versus expected 25.4 ug/ml. Vitros phyt lot 2613-0150-6311 and vitros tdm iii h3424: 35.6274, 36.352, 35.2643, 36.4359, 34.7258, 32.7684, 31.8111, 35.2806, 35.112 versus expected 25.8 ug/ml. Vitros phyt lot 2614-0151-6737 and vitros tdm iii h3424: 34.92, 31.332, 31.1233, 32.3057, 30.7806, 34.6505, 35.3886 versus expected 25.2 ug/ml. Vitros phyt lot 2614-0151-6737 and biorad 40833: 30.91, 32.75, 33.14, 30.85 versus expected 25.3 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phyt while quality control results were outside of expected ranges. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).